Event description:
A 6f angio-seal vip was deployed smoothly and without incident following a bilateral percutaneous procedure. The angio-seal was deployed in the right groin and left groin was successfully closed with manual compression. A pre-deployment angiogram had been performed prior to deployment. A 7f introducer sheath had been used for the percutaneous procedure. Twelve hrs following the procedure, the pt experienced severe epigastric pain, biliary colic, and reportedly moved around violently and without care or restraint in bed for a number of minutes until the epigastric pain eased. Subsequently, the pt was noted to have pain and swelling in the right groin. The pain eased throughout day and swelling decreased. An ultrasound was performed approximately 24 hrs post-procedure and 11 hrs post event. An 8mm pseudoaneurysm was identified in the right common femoral artery. A repeat ultrasound is scheduled to check on the status of the pseudoaneurysm. The pt is reportedly in stable condition.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) state that the device is indicated for use in closing and reducing time to hemostasis at the femoral arterial puncture site in pts who have undergone diagnostic angiography procedures or interventional procedures using a 8 french or smaller procedural sheath for the 8f angio-seal device and a 6 french or smaller procedural sheath for the 6f angio-seal device. The angio-seal device instructions for use (IFU) cautions that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal device instructions for use (IFU) states if pt's have clinically significant peripheral vascular disease, based on published medical literature, the angio-seal device can be deployed safely in pt arteries > 5 mm diameter when there is found to be no luminal narrowing of 40% or greater within 5 mm of the puncture site.